Manufacturer narrative:
The tech found the brake/steer linkage was broken. The tech used a brake/steer upgrade to repair the stretcher.

Event description:
Info received indicates the brakes are not holding.